Event description:
It was reported that the patient presented to the hospital with red skin at the implant site. The patient had the device implanted six months ago and has not had regular checkups at the clinic. The physician suspected pocket infection and placed patient on medication and will do debridement. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).